Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the progav® was manufactured by a qualified employee in october 2012. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Device examination: the progav® was received submersed in an unidentified liquid in the provided returnkit. Visual inspection: a deformation of the outer housing of the progav® valve was observed through the visual inspection. A measurement of the plane parallelism was then performed which confirmed the presence of a deformation. Permeability test: a permeability test has shown that the valve was permeable. Adjustment test: the progav® was tested and was not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function was not operational. The rotor no longer performed as intended. Result: a visual inspection of the progav valve was performed. A deformation of the outer housing of the progav® valve was observed. Next, the valve permeability was tested, which revealed that the valve was permeable. Additionally, the valve was not able to be adjusted and the brake function did not operate as intended. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the claim of brake malfunction was able to be confirmed. The cause of the deformation of the progav valve and the resultant defect of the rotor could not be determined through the investigation. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.

Event description:
It was reported to miethke that a progav with shuntassistant 25 (part # fv414t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the brake was defective; the rotor spun freely. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Height: 110 centimeters (cm). Gender: unknown.